Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. Additional information has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The device details were provided, and the relevant device manufacturing records were retrieved and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 8 years as the patient was reporting pain around the hip. The ion levels were reported as not overly elevated and no sign of infection.